Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar system one 60 series device. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. . During the evaluation of the device, the third-party service center visually inspected the internal part of the device and found evidence of foam particles or degradation inside the blower kit. In addition, the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.